Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken grip cable at the idler pulley. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. No damage was noted at that time. The issue was identified during the procedure. The tip was broken but still attached. There was no collision with other instruments during the procedure. No harm/injury was caused to the patient. The procedure was completed as planned, using a replacement instrument with a procedure delay of approximately 5 minutes. No fragments were noted in the patient from the broken instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the prograsp forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that the prograsp forceps tip was broken. There was no report of patient involvement or reported injury.